Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the third inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported, and the patient was good post procedure.